Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024.

Event description:
A patient reported that they are in step 5 of the process and the aligners need to be filed down a lot due to them causing cuts on her tongue. The patient stated that she has a gap on the inside of her mouth behind her front teeth lingually. It was reported that the photos show the aligners to be fitting well and were supported previously with scalloping the aligners due to them flaring out at the gum line.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.